Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. A production/operator records review found an open spunbond defect that may have caused or contributed to the reported complaint. However, the records demonstrate that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer called in stating this last box of tampons that she purchased, she used 9 out of the last box she purchased and all nine of them were elongating while she was trying to remove them. She said that some of the cotton from the tip was staying inside of her vagina. She is sure that she removed all the pieces from inside of her.